Manufacturer narrative:
Due to character limitation, below fields are added from e1- initial reporter - (B)(6). Event site name - (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions), h11. Event site postal code: (B)(6). Corrected fields: d10. Keeping UDI partial in emdr (1437131) as serial number is unavailable. (B)(6) , an ICU rn, called with questions about condensation in her patient's helium tubing. She said that she and the team were wondering if they needed to do anything to get rid of the condensation or needed to replace the balloon. After a lengthy discussion, troubleshooting revealed that there was a significant amount of condensation in the line yesterday. (B)(6) reported that there were some alarms but she didn't know what they were. Esp personal had her print an alarm history log which showed there were two autofill failure alarms about an hour apart. She said that she was able to restart the pump by simply pressing start and did not need to use the iab fill key to resume therapy. After the alarms, the patient went to the or for a CABG. (B)(6) stated that there was significantly less condensation in the line today and they hadn't had any alarms. Esp personal explained that if there were no more alarms, she did not need to address the condensation as the iabp utilizes a condensation removal system in order to remove water vapor from the system with each inflate/deflate cycle, without operator intervention. During the conversation, (B)(6) also mentioned that this was an axillary inserted arrow iab. Esp personal gave both the axillary and arrow disclaimers and provided her with the teleflex clinical support line should she desire any further information regarding their product. Esp personal gave her esp contact information as well and encouraged her to call back should the console alarm at any point so they could troubleshoot together. (B)(6) was very appreciative of the support and explanations.

Event description:
N/a.